Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: difficult to deploy. It was reported that two vision stents were deployed during the procedure. The first vision stent was deployed and a second vision stent was deployed overlapping the first stent. During deployment of the second stent it was noted that there was a waist in the first stent. The stent delivery system (sds) of the second stent was used to post-dilate the first stent and a perforation occurred. Two graftmaster stents were used to successfully cover the perforation and the patient remained in the hospital for two days, which was considered to be a prolonged hospitalization. Reportedly, the patient was doing well and was discharged a few days later. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - based on historical data, difficulty to deploy the stent, can be the result of, but not limited to, pre-dilatation strategy, balloon entrapment (sticking), balloon rupture, or excess/twisted balloon fold. However, in this case, with the info provided, a conclusive root cause cannot be determined. Perforation, as listed in the instructions for use (IFU) is a known adverse event associated with coronary stenting and clinically acceptable in the view of patient benefit. This known patient effect is not necessarily an indication of a product quality issue.